Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator had gone into back up mode following magnetic resonance imaging (MRI) in which device MRI settings were not enabled prior to scan. High voltage therapies were disabled while device was in reset mode. The device was successfully reprogrammed. The patient was stable and asymptomatic.